Manufacturer narrative:
Batch record review and retain unit eval are in progress.

Event description:
Optometrist reported that the father of a male left a message for him that another dr diagnosed his son with a fungal infection. Pt had been using complete multipurpose solution easy rub formula. The reporting o.d. Had seen the pt for the first time in 2008 for a contact lens exam. Dr noted some slight limbal injection in both eyes based on non-compliance with contact lens over wear. The pt had a history of not replacing lenses for 6-8 weeks. The optometrist gave the pt samples of complete multipurpose easy rub solution and prescribed biomedics contact lenses. Pt was scheduled for a follow up visit, however, on a week later, father cancelled son's appt. On two days later, father called and left a message for the dr saying that they had seen another dr and the other dr diagnosed a fungal infection which he felt was from the complete solution that was given to him. Follow up with the pt's father revealed his son had been given the choice of using daily disposable lenses or using a prescription of tobradex. They choose not to use tobradex. His son is doing fine now. He said the complaint bottle has been disposed of. Two lots of sample products were being dispensed from the optometrist's office. It is not clear which lot would have been given to pt, so MFR is listing both lots in report. See MDR # 2020664-2008-00028 for second lot info.